Event description:
The company was informed that the pt's device was extruding and the pt underwent repositioning surgery. Advanced bionics is in the process of gathering more info; once more info is obtained a supplemental report will be submitted.